Event description:
It was reported that the pump moved around in the pocket site; it was noted that it moved over six inches and flopped around. There was a bruise over the pocket site that had been present since surgery. The incision did not appear healed as it was pink in color and there was a bump on the pump that stuck out. A 'circle the size of a quarter formed on the pocket site'. The pump was used to deliver morphine. It was later reported that the pump had flipped; this was confirmed by imaging. It was also reported that there was water and yellow fluid aspirated and a low grade infection. The pt was considering having the pump operated on.